Event description:
Reporter alleged the customer obtained the results of 371 mg/dl and 144 mg/dl back to back within 10 minutes on the aviva system. Reporter stated the customer took 30 units of novolin after receiving the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.